Manufacturer narrative:
The reported event is confirmed, cause unknown. The ureteral stent was returned with the original packaging. An evaluation of the physical sample was completed by futurematrix. Although a specific cause cannot be determined, a potential root cause for this event could be inappropriate package design. As no patient involvement was reported the device was not used, however, is intended for treatment purposes. No manufacturing issues or non-conformances were noted during review of the DHR that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "avoid improper handling of stent such as bending, kinking, tearing, etc. Misuse could damage the overall integrity of the stent." Correction: d,f,g,h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that user found signs of folding at one end of the ureteral stent upon opening the package during operation. The device was unusable. The user unpacked another ureteral stent.

Event description:
It was reported that user found signs of folding at one end of the ureteral stent upon opening the package during operation. The device was unusable. The user unpacked another ureteral stent.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.